Manufacturer narrative:
This is a case of delayed post-operative hematoma. It is unknown if surgiflo haemostatic matrix was removed prior to closing-up. It is reported that "pale yellow soft object seem-like fluid gelatin" was noted. It is evaluated that the cause for the delayed hematoma is not due to inadequate haemostasis. The surgeon confirmed that before closing the incision, the wound did not present with any active bleeding at the surgical site. The surgery and the immediate post-operative period were uncomplicated. It is not possible to conclude any further on the cause of the delayed hematoma. It is evaluated that the left-behind surgiflo haemostatic matrix was not the cause for the delayed hematoma. As per the left behind surgiflo haemostatic matrix please refer to the enclosed instructions for use that describes the following: warnings: surgiflo should be removed from the site of application when used in, around, or in proximity to foramina in bone, areas of bony confine, the spinal cord, and/or the optic nerve and chiasm. Care should be exercised to avoid overpacking. Surgiflo may swell creating the potential for nerve damage. · excess surgiflo should be removed once haemostasis has been achieved because of the possibility of dislodgement of the device or compression of other nearby anatomic structures. Precautions: · only the minimum amount of surgiflo needed to achieve haemostasis should be used. Once haemostasis is achieved, any excess surgiflo should be carefully removed. It is evaluated that the cause for the delayed hematoma is not due to inadequate haemostasis. The surgeon confirmed that before closing the incision, the wound did not present with any active bleeding at the surgical site. The surgery and the immediate post-operative period were uncomplicated. It is not possible to conclude any further on the cause of the delayed hematoma: the cause/etiology is unknown. It is evaluated that the left-behind surgiflo haemostatic matrix was not the cause for the delayed hematoma.

Event description:
On (B)(6) 2019, a (B)(6) female patient underwent anterior cervical decompression, bone graft fusion and internal fixation, during which surgiflotm haemostatic matrix product code ms0010 was used. Symptoms of numbness and weakness of lower limbs gradually aggravated two weeks postoperatively. On (B)(6) 2020 the patient was hospitalized again. After examination of MRI of the cervical spine, it was noted delayed hematoma at the c4-6 spinal cord level, which was removed surgically on the same day. Pale yellow granulation material was removed from the c4-6 spinal cord during the operation. The operation was smooth and no patient injury occurred during the operation. The patient recovered well after the operation, and the symptoms of discomfort were significantly alleviated.